Manufacturer narrative:
D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
After the ablation procedure was completed with a qdot micro catheter, around 10:00pm on the same day, the patient experienced blindness in one eye. The interventions provided to the patient were stroke code, echo, telemetry monitoring, CT (computed tomography), cta (computed tomography angiogram) of brain and neck, saw a retinal specialist, and MRI (magnetic resonance imaging. The outcome of the adverse event was unchanged. The patient required extended hospitalization because of staying over the weekend. It was reported that the patient developed blindness in one eye later in the day. The procedure was completed successfully, and they were informed the blindness was noticed around 10:00pm. No information was provided about which eye the patient developed blindness in. The medical team was not sure how blindness was confirmed and were not sure if there was any medical intervention provided. The devices used were qdot micro catheter, webster quad catheter, brand new soundstar catheter, esophastar catheter, pentaray catheter, and webster cs catheter were in the body during the procedure. All catheters were discarded. Carto 3 system, ngen generator, and farapulse pfa system were also used. The physician¿s opinion on the cause of this adverse event was that they thought to be caused by device exchanges. The outcome of the adverse event was unchanged. The patient required extended hospitalization because of staying over the weekend and left yesterday monday, (B)(6) 2025. The neurological impairment event was left central retinal artery occlusion. No evidence of char or blood thrombus/clot during the procedure.